Event description:
During the procedure, high impedance was noted and the case was cancelled. The needles were repositioned, the grounding pad was replaced, the probes were checked and the generator was power cycled. The issue was not resolved and the case was abandoned. There were no adverse consequences to the patient due to the cancellation. The case was not been rescheduled.

Manufacturer narrative:
One 4 lesion nt20000¿ rf generator was received for analysis. Visual inspection revealed normal wear observed on the exterior chassis no other anomalies were noted. Ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no issues were observed. No hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The returned product functioned properly during the evaluation.